Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth and weight, ethnicity/race were not provided for reporting. This report is for unknown band-aid tough strips. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that her sister informed her of her (B)(6) granddaughter experience of having a tough strip bandage on her big toe and the adhesive burned through her granddaughter skin. One bandage was used one time. The granddaughter did go to the emergency room and approximately three doctor visits. No personal treatment was administered. It is not known if the granddaughter recovered.